Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation revision with two unspecified mentor breast prostheses and experienced bilateral rupture and granuloma post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with sections indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent. This report is for the right side device.

Manufacturer narrative:
On june 14, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 04, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant was found to be ruptured. Additionally, an area of siltex cracking was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 15, 2022, mentor became aware of additional information regarding the device date of explant. Section d6b. The explantation date is (B)(6) 2022. On april 19, 2022, mentor became aware of additional information regarding the device information. The device catalog has been updated to 3545007. The lot number of the device has been updated to 229354. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and granuloma. Manufacturer¿s reference number: (B)(4).